Manufacturer narrative:
A follow up MDR will be submitted upon completion on the plant's investigation.

Event description:
A peritoneal dialysis patient reported air in cassette alarms and a fluid leak. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation and is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. During the simulated treatment the sound emitted by the cycler was normal. Passed mushroom head check test positive for glucose. An internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head, within the recess of the bottom cover adjacent to the pump. A DHR search found no related items.